Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 10/24/2022, it was reported by a sales representative via email that (2) ar-3641sp self-punching knotless 2.6 fibertak anchor pulled out. When surgeon went to set the anchors, the white tip of the anchor, seemed to be off balance and therefore, both anchors pulled out. This was discovered during a labral repair and remplissage procedure on (B)(6) 2022. Additional information requested.